Manufacturer narrative:
Follow-up information received on 25-aug-2015 - ptc investigation result: ptc global number: (B)(4). Batch number c51073; production date 23-apr-2014; expiration date 23-apr-2017. Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking and deployment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, device did not deploy and then part of coil didn't open and another part separated. This event, seen as device breakage and device deployment issue, is non-serious. Device deployment issue is a listed event in the reference safety information for essure. Device breakage was considered listed upon receipt of the product technical analysis. During difficult insertions or removals, device breakage and device deployment issue may occur. In this case, the device would not deploy and then part of coil didn´t open and another part separated. Then, bilateral placement was achieved. Considering the reported events occurred associated to a complicated insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 16-nov-2015: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, device did not deploy and then part of coil didn't open and another part separated. This event, seen as device breakage and device deployment issue, is non-serious. Device deployment issue is a listed event in the reference safety information for essure. Device breakage was considered listed upon receipt of the product technical analysis. During difficult insertions or removals, device breakage and device deployment issue may occur. In this case, the device would not deploy and then part of coil didn't open and another part separated. Then, bilateral placement was achieved. Considering the reported events occurred associated to a complicated insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015. It refers to a 34-year-old female patient who had essure (fallopian tube occlusion insert) lot number c51073 inserted on (B)(6) 2015. Device would not deploy and then part of coil didn't open and another part separated. Bilateral placement was achieved. Company causality comment: this medically confirmed and spontaneous case report refers to a 34-year-old female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, device did not deploy and then part of coil didn't open and another part separated. This event, seen as device breakage and device deployment issue, is non-serious. Breakage is unlisted in the reference safety information for essure, while deployment issue is listed. During difficult insertions or removals, device breakage and device deployment issue may occur. In this case, the device would not deploy and then part of coil didn't open and another part separated. Then, bilateral placement was achieved. Considering the reported events occurred associated to a complicated insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information have been requested.